Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose was unknown at the time of incident. Customer was treated with insulin drip. Trouble shooting was declined. Customer did not report symptoms of hyperglycemia. Auto mode feature was not active at the time of incident. Customer reported receiving calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.